Manufacturer narrative:
A ge service rep performed an on site investigation. The table micro switch, potentiometer, and longitudinal motor were calibrated during the service call.

Event description:
The customer reported that the 2600 system table would not move and the system was down. No pt injury was reported.